Event description:
This lead was implanted on (B)(6) 09, and was capped on (B)(6) 11, due to the epicardial atrial lead not capturing. The physician was dr. (B)(6), at (B)(6) hospital . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).